Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and replaced graphical user interface(gui) central p\processing unit (cpu) pcb printed circuit board (pcb), two backlight inverters and updated the software. The ventilator has passed all testing and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 840 ventilator had a safety valve open which generally means that ventilation has stopped. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the graphical user interface (gui) printed circuit board (pcb) xena I and two gui backlight harnesses were returned for failure investigation. All components were visually inspected and functionally tested. The components were placed in the test ventilator which was ran in ventilation mode for a minimum of 24 hours with no errors or alarms during testing. The components performed as expected with no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.